Event description:
Reportedly, during a follow-up performed on (B)(6) 2013, it was noticed that some data were missing in the histogram related to the daily mean atrial and ventricular rates. An explanation was requested. Preliminary analysis revealed that negative rate values were computed and therefore these values were not visible on the graph.

Manufacturer narrative:
Date: 06/21/2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.